Event description:
Caller reported tandem mobi cartridge alarm, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer attempted to resolve the issue with guidance from technical support, which included removing the cartridge and delivering a bolus, but was unable to successfully load a cartridge and resume insulin therapy as the alarm recurred. Technical support decided to replace the pump and original cartridge, advised the caller on necessary steps for returning the problematic pump, and sent a replacement pump.